Event description:
It was reported that a patient underwent a colectomy procedure in 2009. The reservoir inflated with air readily after the first activation. It was found there was the leak and tear on the exit port of the reservoir. The surgeon exchanged the reservoir with another like device. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/16/2009. Reservoir tore. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48854isp mfg date 01/29/2009; exp date 12/31/2013. Lot 48527isp mfg date 01/21/2009; exp date 10/31/2013. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2009-00411, 00413, and 00414. The same patient is represented in each medwatch.